Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 1 month and 17 days post tavr with a 23mm sapien 3 ultra valve, the valve developed stenosis. The patient presented with shortness of breath and fatigue. The mean level gradient was 63. A 23mm sapien 3 ultra resilia valve was placed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. Imagery was provided by the site and reviewed by an edwards imager. The valve is under expanded at mid valve with area derived at 20.8mm with 0.5mm added for outer diameter. There was thickening of the leaflets observed. Due to poor image quality, it was difficult to identify calcification. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and or pharmacological intervention). The complaint for calcification was unable to be confirmed due to unavailability of the medical record and due to poor image quality (unable to identify calcification). However, it should be noted that review of provided imagery revealed thickening of the leaflets. The process of calcification involves the reaction of calcium containing extracellular fluid with membrane associated phosphorus, causing calcification of the cells. Many patient related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient comorbidities, and or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 1 month and 17 days post tavr with a 23mm sapien 3 ultra valve, the valve developed calcification, increased gradient and valve stenosis. The patient presented with shortness of breath and fatigue. The mean level gradient was 63. A 23mm sapien 3 ultra resilia valve was placed. Per imaging review the valve was under expanded.